Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the implant was still in place hard to find a hcp that would take their insurance making and appointment today on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the infection status not sure but a lot of inflammation and it still stands today. They had already called urology waiting for a callback and no call at all. The procedure was performed in boston, massachusetts. This incident began around 1 march with severe pain and couldn't walk and the injury is on their right side hip.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that as of 4 days ago they developed pain on their right side, which was the same side their ins was implanted. The patient stated that they "pushed the battery up" and immediately got some relief, but then they stood up and the battery fell. The patient said this "immediately almost crippled me" because the pain was so severe. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said they have not established care with a new managing hcp since moving. The agent suggested the patient go to an ER or urgent care if their pain became intolerable and provided the national answering services phone number to give to healthcare worker and emailed patient physician listings. On 2025-03-04 a call was received from the patient's hcp office and stated that the patient has had 5 days of pain from the device and inquired about removal. The patient reported that there was swelling around the ins site and it felt "weird and mushy." The agent reviewed that removal of the system would be a surgical procedure and best done by someone who is familiar with the device. They directed the patient to physician listings website and reviewed that if there was concern of infection, the patient would want to go to ER to be seen immediately. The patient called back requesting local physician listings. Agent reviewed with patient that an email with that information was sent yesterday. Email confirmed. Patient was able to eventually find the email.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.